Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in use at the time of the reported event. The philips field service engineer (fse) inspected the system on-site and confirmed that the live monitor was not switching on. Upon troubleshooting, the fse confirmed that the ippc software was corrupted. To resolve the issue, the fse installed the software. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. They are instructed not to use the product for any application until they are sure that the user routine checks have been satisfactorily completed; therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live monitor was not switching on, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.